Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a tracheal tube was found to have a cuff leak. The tube was exchanged for a new device. The cuff was tested prior to patient use and functioned as intended. There is no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The tracheal tube was returned for investigation. The inflation system from the tracheal tube was evaluated. The cuff inflated and deflated properly, no leaks were observed in either the cuff or the inflation line. The reported malfunction could not be duplicated.